Manufacturer narrative:
DHR performed and reviewed. There is a previous complaint on this pump for power issues. The pump passed all previous tests. The pump was received on 3/19/2024 and analysis of the returned device was completed on 3/25/2024 the pump's event log was attempted to be pulled, but the device was unable to power on at all and did not allow for the log to be pulled. The pump was unable to power on at all, therefore it was unable to complete any infusion. Several batteries were tried in the pump but it was unable to power on. The device was opened and there did not appear to be any visible damage or loose connections. Functional testing was unable to duplicate the reported condition, revealing the device could not power on, preventing the flow rate accuracy from being tested. Reported issue not found, device not performing to specification. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 3/192024, device is returned to intuvie. The original issue is not replicated and the new issues were observed where the device could not turn on eventhough we tried changing several batteries. It was noted that the pump was also broken at the plastic hooks around the metal bars on the bottom of the pump's housing.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there was one previous complaint on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/12/2024, infutronix received a report that a pump had a "flow rate issue not administering correct dose". The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.